Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint is unconfirmed and the root cause could not be determined.

Event description:
It was reported that unspecified bd catheter experienced 12 cases of leakage, 25 cases of blood exposure/splash, 8 cases of catheter breakage/separation, and 6 cases of damaged or open unit packaging/seals where sterility was compromised. The reported defects led to 32 cases of serious injury -infection. It has not been specified whether medical intervention was administered as a result. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that there were occurrences of infiltration / extravasation (24), leakage (12), localised IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (32), hematoma (8), clinician exposure to blood (25), needlestick injury - before use on patient (5), needlestick injury - after use on patient (2), damage to cannula tubing leading to cannula break off / fragmentation (8), no / reduced flow of IV fluid (34), and package seal open before use (6).

Event description:
It was reported that unspecified bd cathetr experienced 12 cases of leakage, 25 cases of blood exposure/splash, 8 cases of catheter breakage/separation, and 6 cases of damaged or open unit packaging/seals where sterility was compromised. The reported defects led to 32 cases of serious injury -infection. It has not been specified whether medical intervention was administered as a result. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that there were occurrences of infiltration / extravasation (24), leakage (12), localised IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (32), hematoma (8), clinician exposure to blood (25), needlestick injury - before use on patient (5), needlestick injury - after use on patient (2), damage to cannula tubing leading to cannula break off / fragmentation (8), no / reduced flow of IV fluid (34), and package seal open before use (6).

Manufacturer narrative:
The following information has been corrected: d.4. Medical device catalog #: unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that unspecified bd catheter experienced 12 cases of leakage, 25 cases of blood exposure/splash, 8 cases of catheter breakage/separation, and 6 cases of damaged or open unit packaging/seals where sterility was compromised. The reported defects led to 32 cases of serious injury. Infection. It has not been specified whether medical intervention was administered as a result. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that there were occurrences of infiltration / extravasation (24), leakage (12), localised IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (32), hematoma (8), clinician exposure to blood (25), needlestick injury - before use on patient (5), needlestick injury - after use on patient (2), damage to cannula tubing leading to cannula break off / fragmentation (8), no / reduced flow of IV fluid (34), and package seal open before use (6).